Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer had high blood glucose. Customer's blood glucose was 437 mg/dl. Customer's blood glucose at time of call was 457 mg/dl. Customer had fluctuating blood glucose between 50 mg/dl to 280 mg/dl. Customer was advised to contact the healthcare professionals. Customer will not be returning the device for analysis.